Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter: address unavailable. Bd corporate address used. FDA notified yes: the initial reporter also notified the FDA via medwatch # mw5077243. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that overfilled occurred while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that overfilled occurred while using bd vacutainer buffered sodium citrate (9nc) blood collection tubes. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined.